Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 550 ml, flow rate: unk, procedure: left total knee replacement, cathplace: femoral nerve. An on-q pump was reported having problems with the bolus button not staying in downward position. Pt complained of pain overnight. Nurse stated that ball would not fill, and the bolus button never worked. Pharmacist stated that on receiving the pump, the clamp was open, bolus button was up, indicator at the bottom, and there was no flow from the pump.

Manufacturer narrative:
Method: a visual insp found that the product was full and weighted 741.11 g. The device could not be primed with the medication that was received in the device. The tubing was cut approx 3 inches distal to the blue connector to remove the medication from the device. The pinch clamp was open and no medication flowed from the pump. Results: the pump was injected with 5 ml of dye and it was immediately observed that the inner bladder had a pinhole leak. The pinch clamp was opened and undiluted dye streamed from the tubing. Conclusions: the product is under recall.